Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, three minutes post implant, the valve dislodged toward the ventricle. A snare was used to reposition the valve above the annulus and proximal to the great vessels. An attempt was made to implant a second transcatheter bioprosthetic valve. At 80% deployment, the valve dislodged into the ventricle three times. After the third attempt, the valve was not implanted and was withdrawn from the patient. No adverse patient effects were reported

Manufacturer narrative:
Conclusion: potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and user technique but a root cause could not be established from the limited information available. The device instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended." Also, it should be noted that the IFU states the following about the system: ¿indicated for use in patients with symptomatic heart disease due to either severe native calcific aortic stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic valve.¿ this patient was reported to have aortic insufficiency. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.